Event description:
Pt was able to remove velcro strip restraining tracheostomy tube allowing for it's inadvertent removal. Corporate home health rep writes, "obviously no pediatric pt with a trach should be left unsupervised, but a warning on the posey box is probably a good idea. We also reported this to jcaho. They determined it was a supervision issue (pt not watched closely). I asked around and learned of at least one respiratory therapist who had heard of a pediatric pt unsticking the velcro trach tie, but no incident occurred. (I have been in homecare for 12 yrs and had never heard of it). I notice that there is no warning on the posey box, but there is a warning on the dale box. (Dale makes a similar product-a velcro trach tie). The dale box warns not to leave the pt unsupervised. I called the MFR (posey) and discussed the issue with them. They indicated they had never head of any similar situation. (The pt pulled out his trach tube after "unsticking" the velcro trach tie)."